Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator stopped ventilating more than once and triggered the pressure alarms while on the patient. The patient was removed from the ventilator and was manually ventilated using a bag valve mask. The customer confirmed that there was no patient harm associated with this reported event.